Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon used cautery to control the bleeding and complete the procedure. The hosp has reported no pt injury occurred.